Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6.   Review of the device history records identified no deviations or anomalies during manufacturing no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient was revised due to elevated metal ions and pseudotumor. Green staining, pseudotumor removed. Removal of 46mm ball with standard neck, no corrosion noted. Dual mobility bearing placed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 139256 ,item name m2a-magnum 42-50 tprinsrt std, lot #929850. Item # 51-103090, item name tprlc 133 type1 pps so9x137mm, lot # 2588521. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02624.

Event description:
It was reported the primary left tha was performed. Subsequently developed elevated metal ions, and pseudotumor. Revision of left tha was performed nine (9) years post implantation. And surgeon noted metallosis of left hip. Head/neck exchange to dual active mobility system. Attempts have been made and additional information on the reported event is unavailable at this time.